Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window and cracked battery tube threads. The device had minor scratches on the display window, missing reservoir tube lip o-ring. The device had a partially broken reservoir tube lip. A test reservoir was installed and did not lock in place due to partially broken reservoir tube lip and missing reservoir tube lip o-ring.

Event description:
Customer reported via phone call that the o-ring came off at the top of the infusion opening. Customer advised that there is a rubber piece that is off and now the syringe does not seem tight and secure. Troubleshooting for bumped/dropped/cosmetic damage was performed. Customer advised they are not sure on how the o-ring fell off. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.